Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one crosser iq ultrasonic device for evaluation. Upon visual inspection, the device was returned with a crosslead penetration gw loaded within the device. The gw was protruding from the gw exit port but not from the distal tip. No anomalies noted to the handle. Upon microscopic observation, the distal tip was partially dislodged from the outer catheter. Peeling of the sheath was noted over the marker band. During function testing, the gw lumen was flushed with a syringe via the gw port and resistance was noted as the water exited from the distal tip. The returned gw was inserted through the distal tip; no resistance was felt during advancement. The gw was able to advance and exit out of the gw exit port. The gw was retracted without issue. No further functional testing was performed. The investigation is confirmed for the identified peeled as peeling of the sheath was noted over the marker band, and also the investigation is confirmed for the identified material separation as the distal tip was partially dislodged from the outer catheter, however, the investigation is unconfirmed for the reported guidewire incompatibility as the gw was able to advance and exit out of the gw exit port. A definitive root cause for the reported guidewire incompatibility and the identified material separation and peeling could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the crosser iq catheter. During the procedure for the right sfa via contralateral approach, the guidewire became stuck and was allegedly unable to advance beyond the catheter tip. The procedure was completed using another device. There was no reported patient injury.